Event description:
Pt reported that they discovered insulin inside of the device's cartridge compartment. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.